Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The area representative reported during an ureterorenoscopy procedure that two of the hiwire nitinol hydrophilic wire guides were used and as each wire guide was pulled out of the wolf ureteroscope (rigid model), the wire guide dissolved. Further clarification of the device issue was explained as "they remove the wire and the coating warped up". As reported, there was no unintended portion of the device left inside the patient¿s body and no additional procedures were needed due to this occurrence. There were no adverse effects or consequences to the patient resulting from this reported device issue.

Manufacturer narrative:
The investigation included a visual inspection and dimensional verification of the returned device. A review of complaint history, the device history record, documentation, quality control data, instructions for use and specifications was also conducted. Two wire guides were received inside the protective coil; the coil was noted to be hydrated with saline. Both devices were forwarded to the supplier for investigation. Per the supplier¿s investigation, one device (specimen #1) is a hydro gw stf s 150-035 hiwire loaded within the partial (less the j-straightener attachment) dispenser assembly, the second device (specimen #2) is a 150-035 straight tip guide wire returned in a dispenser that includes a luer hub with the terumo logo. The guidewire referred to as specimen #2 is not visually or dimensionally consistent with the cook product and therefore the focus of this report will be on specimen #1, which is the hiwire. The hydro gw stf s 150-035 hiwire specimen presents skive damage to the polymer jacket material in a proximal to distal orientation in the body of the wire. The damage presented appears consistent with the device having been withdrawn through a needle or other device. Microscopically the specimen coating appears to be worn and abraded, consistent with clinical use. Except where noted, specimen device #1 appears visually and dimensionally correct. There is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of complaint history shows that this is the only reported complaint associated with the complaint lot number 10870632. As noted in the precautions section of the device instructions for use (IFU): when using wire guide through a metal cannula/needle, use caution as damage may occur to outer coating. Based on the evidence presented by the sample and the information provided by the supporting documentation, clinical and/or procedural factors appear to have impacted on the event as reported. Root cause is attributed to interaction with another device. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.